Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a gav 2.0 ventil 10/25 (#fx214t) was implanted during a procedure performed on unknown. According to the complainant, the shunt showed a blockage. The patient underwent a revision procedure performed on unknown. The complainant device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Correction/ adaption: d1 + d4 . Investigation: visual inspection: during the investigation, no significant deformations or damage of the valve was determined. Permeability test: a permeability test has shown that the valve has a blockage. Computer controlled test: the test is not applicable, due to the determined blockage. Internal inspection : after dismantling of the valve, some visible deposits were found in gav 2.0. Results: based on our investigation results, we can determine a blockage in the valve. The determined deposits can be named as the cause for the occlusion. Organic material in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
Correction: a gav 2.0 valve (#fx211t) was effected.